Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found coring/tears/cuts in the seal which led to a leak in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from consumer patient with an implanted pump. Indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the patient heard an alarm a few days prior to the day of report. It was reported that the pump reached end of service (eos) based on implant date. Pump had not been read. The pump system had saline in it. The patient did not have a healthcare provider (hcp). No symptoms were reported.